Event description:
The customer stated that she was treated with a glucagon shot by paramedics due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed and found that the insulin pump was reading the reservoir volume correctly. The displacement and self tests passed. The customer's doctor stated that the settings on the insulin pump were too high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.